Event description:
In 1999, this pt underwent a radical retropubic prostatectomy. A 5/8 inch penrose drain was placed and secured with 2.0 nylon. On the third post-operative day, as pt was being prepared for discharge from the hosp. The drain was being removed and tore, leaving part of the drain underneath the fascial segment. The pt was taken to surgery for wound exploration and removal of the penrose drain fragment. The drain was located, and it matched up to the other end, without any evidence of pieces remaining in the wound. Pt was discharged the next day. Physician stated there appeared to be a weak spot in the drain.